Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical devices: item number 00801802802 item name femoral head sterile product do not resterilize 12/14 taper lot # 64455813; item number 00811400210 item name femoral stem 12/14 neck taper ext. Offset size 2 130 mm stem length lot # 64441079. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record of the bearing identified no deviations or anomalies during manufacturing. Operative notes were not provided; xrays were provided and reviewed by a healthcare professional. Ap pelvis film demonstrates a right total hip arthroplasty with cement fixation of the acetabular cup. Superior and likely posterior dislocation of the right femoral head. No signs of loosening, wear or radiolucency. No fracture. It was reported that the patient's blood alcohol level was 0.3 (severe intoxication) at the time of the fall which may have contributed to the reported event, however a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.   Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 04435.

Event description:
It was reported patient underwent a revision procedure approximately nine months post implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.